Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis es was displaying the wrong information for the location and quantity of a medication. A technical support specialist (tss) dialed into the station, checked the data sync debug logs, and found a retry error. The tss cleared the retry error following the knowledge article, "medstation es - retry mode - insert into adt. Patient ID", to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pyxis es server was displaying the wrong information for the location and quantity of a medication. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.